Event description:
The pump was implanted on (B)(6) 2013. The patient was noted to have come back several days after the implant and heard an alarm going off. At the initial implant, the pump was interrogated and updated, and the pump showed nothing wrong. After the implant, they went to the physician¿s office, the pump was interrogated, and that was when they noticed that there was a pending alarm. It was further stated that there was no initial pending alarm when the pump was first interrogated, and that was why they continued with the implant. The pump¿s logs showed a motor stall occurred on (B)(6) 2013 with a motor stall recovery on (B)(6) 2013. No therapeutic issues were reported. The clinician ¿cleared it and everything was good¿. The cause of the stall was not reported. It was later reported that the patient was doing well and their therapy was effective. The motor stall occurred prior to the implant. The medication used within the system was dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).